Event description:
The user facility reported that the tip of the .018 navicross catheter broke off in the subintimal space. The patient was in stable condition and the procedure outcome was successful. Additional information was received on 27sept2021. The procedure was for peripheral arterial disease (pad) / chronic total occlusion (cto) in the superficial femoral artery (sfa). The piece was left behind in the subintimal space. Surgical intervention was not required. It appeared to be a piece of the radiopaque marker on the distal tip .018 navicross catheter.